Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
A surgeon from strasbourg hospital had contacted stryker trauma r&d department on (B)(6) 2014 regarding a small study (3 cases), where the phenomenon of lag screw migration towards lateral as well as medial is described.

Manufacturer narrative:
Evaluation summary: as no item was returned function and dimension could not be checked. The device history could not be reviewed because not provided. With the help of the received x-rays it was possible to approximate the course of the event. It was determined that the lag screw had initially moved towards lateral as intended ¿ followed by that the lag screw motion turned into reverse direction ¿ most likely caused by a ¿z-effect¿. Finally, a complete leave of the lag screw from the nail had been avoided by the placed set screw. The phenomenon of ¿z-effect¿ has been observed in rare cases but is not caused by any deficiency of the device(s) or by any deficiency in their interaction. In this case no deficiency of the devise(s) was determined on x-rays.

Event description:
A surgeon from (B)(6) hospital had contacted stryker trauma r&d department on (B)(6) 2014 regarding a small study (3 cases), where the phenomenon of lag screw migration towards lateral as well as medial is described.